Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 39 mg/dl. During troubleshooting, customer support found no issue with the pump and no potential cause of a perceived inaccurate delivery issue. Time/date are correct. The basal and bolus histories are as expected. There were no other health conditions or any other medications that may have contributed to the excursion. Customer support considered this a training/misuse issue and referred the patient to a health care provider for diabetes management. This complaint is being reported because the patient experienced hypoglycemia related to a training/misuse issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/16/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal and bolus deliveries occurred on 01/09/2015; there were no abnormal alarms or related issues found. The total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.